Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('my autoimmune skin disorder had flared up as a result of this procedure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included granuloma annulare, metrorrhagia, retroverted uterus, miscarriage (d&c(miscarriage ) 1993), asthma and hematuria. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, plantar fasciitis, fibrocystic disease of breast, vulval itching, vaginal discharge, vulval irritation, pelvic pain, post coital bleeding, (B)(6), vaginitis, frequency urinary, burning micturition, menometrorrhagia, malaise, fatigue, dyspareunia, erythema, posterior vaginal hernia, adenomyosis, paratubal cyst, rectocele, endometriosis, stress incontinence and cystocele. Concomitant products included alprazolam (xanax), cefixime (suprax), drospirenone; ethinylestradiol (yasmin) since 2012 to (B)(6) 2013, hydrocodone bitartrate; paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), naproxen sodium (anaprox), promethazine, promethazine and tinidazole (tindamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced granuloma annulare ("allergic or hypersensitivity reaction type: ganuloma annulare"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis ("they found endometriosis and surgery took a bit longer than expected"), procedural complication ("they found endometriosis and surgery took a bit longer than expected") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with antibiotics, cortisone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, anxiety, urinary tract infection, granuloma annulare, endometriosis, procedural complication and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, endometriosis, granuloma annulare, procedural complication and urinary tract infection to be related to essure. The reporter commented: insertion details 6.5 coils visible from right ostia and 4.5 coils visible from left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: (as per pfs) total bilateral occlusion. (As per mr) impression: successful occlusion o both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: granuloma annulare, uti,nickel allergy, anxiety, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporters were added. Case become incident, previously added injury nos was replaced with granuloma annulare & new events uti, anxiety, nickel allergy, autoimmune disorder, they found endometriosis and surgery took a bit longer than expected, were added. Treatment drugs were added. Concomitant drugs & conditions were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.